Manufacturer narrative:
Due to characterization limit e1: initial reporter:(B)(6) correction field: g2 updated field: b4, b5, b6, b7, d10, e1(initial reporter), g3, g6, h2, h6(type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h11 a getinge fse was unable to reproduce the issue on site, visual inspection didn't show anything abnormal. The fse stated the issue was not found in the device logs. No parts were replaced. The unit passed all functional and safety checks to factory specification.

Event description:
It was reported by customer that during use the cardiosave intra aortic balloon pump (iabp) doesn't show fiber optic waves only number. There was no patient harm or injury involved.

Manufacturer narrative:
Due to characterization limit e1: initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) doesn't show fiber optic waves only number. There was no patient involved.